Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient developed a severe and widespread skin reaction involving the arms, chest, and legs, suggestive of a systemic response. It was unspecified whether the symptoms appeared at the needle puncture site and/or beneath the sensor patch. Approximately 1¿2 hours after sensor insertion. The patient was given benadryl three times daily, along with an additional antihistamine provided by her husband, who has a background in pathology; however, no improvement in symptoms was observed. The reaction caused significant discomfort and disrupted sleep. The sensor was removed shortly after the onset of the reaction. By the following day, the acute symptoms had subsided; however, residual brown discoloration remained across the patient¿s arm. The patient had a dermatology appointment scheduled on the same day for further evaluation. A follow-up was made on (B)(6) 2026, in which it was confirmed that the patient was evaluated by a dermatologist, who verbally attributed the reaction to the sensor adhesive; however, no confirmatory testing was performed. It was also confirmed that the sensor was the likely cause of the widespread skin reaction. The patient was prescribed a medrol dosepak (methylprednisolone), although the patient¿s husband could not specify the exact dosage and frequency, noting that it followed a tapering schedule (e.g., five tablets on the first day, four tablets on the second day). Additionally, the patient was prescribed topical triamcinolone acetonide 0.1% cream. There was no documentation of further medical intervention. No photo or other details were documented. At the time of report, the reaction had begun to improve with treatment; however, the patient continued to have residual scabbing and brown discoloration over multiple areas of the body. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.